Manufacturer narrative:
Product complaint # (B)(4). The device catalog number is unknown; therefore, UDI is unavailable. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that when scrub nurse went to thread insertion handle into inhance hybrid glenoid the plastic insertion attachment piece detached from the glenoid component. When the nurse tried to reattach the device she noticed that it would not grip and appeared to have never fit the component. A second implant was opened on the surgeons instructions and it had the same problem. The second implant was implanted successfully by hand and secondary impactor. But the insertion device that it came with was also defective. Was surgery delayed due to the reported event? --> no, action taken when event occurred? --> completed with hand and secondary impactor insertion instead of using plastic insertion attachment. , was procedure successfully completed? --> yes, were fragments generated? --> no,

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information received: a. Please provide the product code and lot number of the unk insertion device. The insertion device I referenced is the one which comes attached to the implant. It does not have its own code that I am aware of. B. Was there any allegation against the secondary impactor? There was no allegation against the secondary impactor.

Manufacturer narrative:
Product complaint # (B)(4). This product was reported in error since the product 510026522 (hybrid uniti glenoid m 26.5) is sold with the plastic insertion device. No patient death, serious injury or evidence of reportable product malfunction occurred. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.